Event description:
Customer reports to have high blood glucose of 428 mg/dl, which was treated with manual injection and aphidra. Customer declined troubleshooting for high blood glucose and will reach out to healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.